Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative inspected the imaging system on-site, and a software investigation was completed. On-site, the software was reloaded, and the issue was resolved. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that during a spinal fusion procedure, the imaging system was unable to fully boot up. The system would reportedly not advance past the initial splash screen. A system shut down was attempted, but the system did not respond, and would not shut down. Also, the system power light was reportedly blinking when the key was in the off position. The use of the imaging system was discontinued because of this issue. There was a reported delay to the procedure of less than 1 hour due to this issue, and the patient was not impacted.